Event description:
It was reported that no flow was observed during use of an unspecified access set for a medication infusion. The baxter infusion pump alarmed for an upstream occlusion; no clamped lines or air were identified and the secondary medication bag was properly positioned. Despite clearing the alarm, no drops were forming. The line was reloaded, pump restarted, and flow resumed. However, when the pump later alarmed for infusion complete, more than half of the medication remained in the bag; the infusion intended to run for one hour took over three hours to complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 unique identifier (UDI) # : no information was provided to help identify any of the UDI information. It was only reported this was a baxter IV set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.